Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave ablation catheter was selected for use. It was noted that stopcock flush port was damaged with inability to properly flush catheter. The flush port that connects to the flush syringe looked malformed. The syringe didn't fit properly, and lumen appeared small than normal. The catheter was replaced and the procedure was completed successfully. No patient complications were reported.